Event description:
During the implantation procedure, this device was unable to convert the patient @ max output. Therefore, the device was not implanted. Another manufacturers device was implanted. Note: qa did not receive this information until (B)(6) 2010.

Event description:
Reporter alleged obtaining the results of 54 mg/dl and 322 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.